Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01705. It was reported that the patient presented in clinic shortly after implant with complaints of diaphragmatic stimulation from left ventricular (lv) lead, which was resolved with programming. The patient then came into clinic shortly after reprogramming for a follow up and it was discovered that sensing of r-waves had dropped and there was limited capture at high outputs on the lv lead, both of which were not issues at their previous visit. Once the patient was placed on the operating table an x-ray was taken of their leads and it was discovered that the right ventricular (rv) lead had tension due to no slack but was not dislodged and the lv lead had partially pulled back into the main body of the coronary sinus. The rv lead was unscrewed from its original position and re-screwed into a new location with acceptable new measurements. The lv lead was explanted and re-implanted into a different branch of the coronary sinus on (B)(6) 2020 and had successful capture at lower outputs. The patient was stable.